Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a tubing break at the pump. The pump was removed/replaced.

Event description:
Additional information received indicated a break in tubing from cylinders to pump.

Manufacturer narrative:
A titan touch pump and detached connector were received for evaluation. Examination and testing of the returned components revealed a separation in the shorter pump exhaust tubing at the tube/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Surface abrasion was noted on all pump exhaust and inlet tubing. No functional abnormalities were found with the detached connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing indicated that they have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed to sufficient stress(s) to cause a separation in the shorter pump exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.